Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney. (B)(4).

Event description:
Patient was revised to address "metalosis", osteolysis, and a loose, possibly vertical cup. Update 5/1/2012: litigation papers received. They allege that doi was (B)(6) 2012. Update 10/18/2012: pfs was received from legal, medical records were received from legal. Update ad 30 apr 2018: receipts of ppf and sticker sheets. In addition to what was previously alleged, ppf alleges metal wear/metallosis and elevated metal ions. . An impacted product record for the stem was added due to the alleged elevated metal ion level.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination in a previous report. Based on the information received, there is no need to rereview the returned product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Corrected: g1.